Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 179 mg/dl at the time of the call. Customer's parent reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump failed the high pressure test. Customer's parent also reported that customer was hospitalized a few weeks prior to call and other hospitalization details was reported. The blood glucose was high and customer was spilling ketones. Settings was adjusted but had a motor error alarm. Motor error troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. No motor error alarms were noted. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with stained end cap sticker. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.